Manufacturer narrative:
Product event summary: the catheter pscc100 with lot number 0012159318 was returned and analyzed. The catheter was received with the guidewire threaded through it and catheter inside the steerable sheath stuck. The guidewire lumen was received fully retracted, and with a deformed array loop assembly. The array pebax tube is twisted at the proximal arm and knotted. The wires were exposed and twisted around shaft proximal to loop section. The proximal arm is deformed and bent beyond the required ranges, causing the electrode one to overlap with electrode nine. Visual and optical inspection confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen but the embedded segment of the wire (ball and arm) is completely tilted. The nitinol array wire appears bent at the proximal arm. Optical inspection at high magnification reveals a pebax tubing kink at the distal arm and a twist at distal from the dual lumen distal end. The deformed arm resulted on electrodes overlap, but the measured outer diameter of the array (25 mm) remains within the specification. The array with electrodes in-plane must have a maximum outer diameter of 25 ± 5mm.mechanical verification of steering and slide mechanisms were carried out. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Steering function inside the sheath is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wire insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported ¿array and loop section shape is not normal" issues have been confirmed through returned product inspection. The catheter failed the return product inspection due to the inspection due to kink and twisted pebax tubing on spiral array and nitinol wire bent at the proximal arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, it was observed through fluoroscopy that a loop appeared to have formed in the catheter and the plane of the catheter was different from that of the guide. The guide maintained its position ahead of the catheter.  It was also reported that when the pfa catheter was inserted inside the vein, the formation of the loop was not as expected, but it was noted that the patient's veins were small. The case was completed with pulsed field ablation. It was then reported that when retracting the catheter, it could not be done in a spiral as expected. The catheter was retracted into the sheath with the loop still deployed. No patient complications have been reported as a result of this event.